Event description:
It was reported that the device is allegedly broken, and part of the serial number is missing. It was further reported that the user advised possibly a "5" rubbed off. Reportedly, additional information was provided that system displayed error code 1011 (calibration error) when connected to the driver. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the serial number is unknown and no manufacturing related issue was identified. Investigation summary: the physical device was not returned for evaluation. One photos or no video were provided for review. One photo of encor enspire was provided by the customer. Reviewed by karthikeyan kumaravel on 21-march-2025. In the photo, "wo 103531 sn label.jpg" encor enspire shows product information including catalogue number, serial number and date of manufacture but not are in legible way to understand from the unit. No other visual anomalies were noted of the internal component. Therefore based on the investigation review, the investigation is determined to be confirmed for the reported user advised possibly a "5" rubbed in s/n label issues and the investigation is determined to be inconclusive for the reported system displayed error code 1011 (calibration error) issue. A definitive root cause for reported system displayed error code 1011 (calibration error) issue and reported part of the serial number is missing issue could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: g3, b5, h6 (method). H11: h6 (device, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device is allegedly broken, and part of the serial number is missing. It was further reported that the user advised possibly a "5" rubbed off. There was no reported patient injury.